Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing seven parts but was not able to confirm which parts resolved the issue, so all the parts were identified as likely causes: 1. Vlv assy, bulk soln (rohs) pn 7-35009686-01 2. Aero c8k pop vlv pn 09d36-02 3. Nozzle, #2 & #3, wash solution (rohs) pn 7-93257-02 4. Nozzle, #1, #4 & #5 (rohs) pn 7-93256-02 5. Nozzle, #6, blank (rohs) pn 7-93258-01 6. Nozzle, #7, suction (rohs) pn 7-93259-01 7. Valve, ict aspiration pump (rohs) pn 2-89556-02 a review of the (B)(4) service history was not able to identify or confirm any additional likely causes. Return testing was not completed as returns were not available. A review of historical data for each of the 7 likely cause parts revealed no adverse trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and found no systemic issues or adverse trends for the issue associated with this ticket (erratic/discrepant results). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c8000.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated magnesium (mg) results generated on the architect analyzer on two patients. Results provided: pt#1: mg = 6.2 / repeated on another analyzer = 1.8 mg/dl (normal range: 1.6-2.6 mg/dl); (B)(6) 2019 sid (B)(6) = 1.2 / 1.2 / 3.1 mg/dl. No impact to patient management was reported.